Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a capsule was done to evaluate small bowel for persistent anemia. Patient is fine and asymptomatic at this point. The doctor is seeing the patient in the next few days and will discuss different options for management of retained capsule. A repeat procedure was not necessary. The patient is fine.